Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitreoretinal procedure it was noted that the trocar blade had a burr on it. The product was replaced and the procedure continued. Additional information and product sample have been requested for this event. No updates have been received at this time.

Manufacturer narrative:
There was no sample returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified. The device history record review shows that the product was released in accordance with all product acceptance criteria. The exact root cause of the report could not be determined as a product sample was not received for evaluation. (B)(4).